Event description:
The doctor was performing a breast biopsy and noticed the vacuum was activating intermittently and the cable to the driver was frayed. Case completed with no pt consequence.

Manufacturer narrative:
H3: based upon the inquiry information received, visual and functional exam, the driver was returned with a damaged cable causing the driver to have intermittent vacuum when activated. Replaced the power cable to correct the complaint. The driver was tested and met product specifications. 510k number is k992813.